Event description:
Additional information received reported that the patient¿s entire neurostimulator system was explanted on (B)(6) 2014.

Event description:
It was reported patient had great parasthesia and relief of pain during trial, but after implant of permanent system the patient had ineffective therapy. It was noted patient was reprogrammed repeatedly. It was further reported the patient underwent lead revision in august. It was further reported no malfunctions were seen , impedances were within normal limits and xray of leads did not reveal any shift or change of location from implant date. It was further reported the patient had several reprogrammings, and had effective parasthesia for up to 24 hours, then pain would return. It was noted no malfunctions were seen.

Event description:
Additional information stated the patient had recovered from surgery. It was noted the patient was still sore in surgical sites and their pain had reduced at the time of follow-up. It was reported the patient still had chronic pain but they reported they were happier because the stimulator and leads were explanted.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2013 product type extension; product ID 3888-33, lot # v949384, implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3888-45, lot # v754567, implanted: (B)(6) 2013, product type lead. (B)(4).